Event description:
According to available information, this device was explanted and replaced due to a broken pump. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (6450608) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the inlet tube and the longer exhaust tube of the pump. A separation was noted on the strain relief of shorter exhaust tube. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Abrasion was noted on the exhaust tube of cylinder 2. A group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 1. This is a site of leakage. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, instrument separations were noted on the exhaust tube of cylinder 1 and strain relief of the pump. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument damage occurred after the device packaging was opened. The date of implant was not provided so it could not be determined how long the device was implanted. However, instrument damage such as this most likely occurred during or after explant and not associated with the cause of the reported complaint. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.